Event description:
Customer reports while using the accu-chek advantage, obtaining discrepant results of 315 mg/dl and 68 mg/dl back to back, within 10 minutes. Paramedics were called and tested with a 42 mg/dl result approximately 20 minutes after the customer's 68 mg/dl reading. Customer was able to self treat with orange juice before paramedics arrived. Requested return of suspect device, replacement was sent.